Event description:
It was reported that the user experienced recurrent occlusion alerts predominantly overnight while using contact detach and inset infusion sets, resulting in frequent site changes and resolution only after restarting the pump and performing a full supply change. No clinical symptoms associated with interruptions to insulin delivery consistent with occlusion alerts reported. Outcomes included multiple unplanned infusion set replacements. Customer care provided support that included remote troubleshooting with instructions to restart the pump and replace supplies, and a replacement shipment of infusion sets. Investigation of this case revealed that the occlusion alerts were associated with the infusion set and were mitigated following supply changes and pump restart, indicating an infusion pathway obstruction consistent with an infusion set or disposable supply issue. It was concluded, based on similar reports, that the cause was likely an infusion set-related occlusion, with contributory factors in the disposable pathway rather than the pump.